Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient at home experienced a controller with "bent pins." The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
As per IFU: patients are instructed to always keep a spare controller and fully charged power sources available at all times. When connecting cables, do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. It was discovered during visual analysis that pins on power port connector #2 were bent. Functional testing was not completed due to the extent of the damage. The controller was in use when the reported event occurred. The reported event was confirmed. The probable root cause for the damaged pins on the power connector was likely excessive mating force while the connector was misaligned. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.